Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical adverse event received for right knee limited range of motion. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021. Date of event: unk (B)(6) 2021. Affect side: (right knee). Treatment: awaiting manipulation under anesthesia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.